Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported touchscreen is not responding to touch. The touchscreen will pass calibration, but has one area that is not responding. The issue was discovered during routine performance verification. In addition, when taking apart the user interface, one of the screens would not come out, and the front bezel near that screw housing was cracked. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The fse replaced the touch screen and front bezel. The unit then passed required performance verification testing.

Manufacturer narrative:
G4: 3jan2020. B4:(B)(6) 2020. The touch screen was returned for failure investigation. It was determined that the ul_lr and ur_ll resistance were out of specification. Fault are found on this returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.